Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow bleed during dialysis. The physician replaced the adapter with another new one. The patient was involved with no injury.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was released on 05/22/2012. A lot information review was performed according to actions defined in a corrective and preventive action (CAPA). The product was released for distribution; therefore would be in compliance to all quality requirements. All process and test criteria are verified as complying with the finished product specifications for all released lots. This lot did not have any related non-conformances or capas. The returned sample consisted of a mahurkar catheter that is different than the product reported (permcath catheter). The catheter did not present signs of use; however the device was manipulated as the adapters were detached from the extensions. Visual inspection was performed and it was observed that the blue adapter presented heavy signs of use and a crack was found on the thread pitch area. The adapter had a crack at 270 degrees. Based on the sample evaluation and complaint description the physician replaced the adapter with another new one. It could be determined that the adapter received is related to the report event and was detached from the permcath catheter. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the lot number review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. As noted in the instruction for use (IFU) the most probable root cause can be the result of over tightening the adapter. This failure mode is being addressed by CAPA therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.